Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No service has been performed as the customer canceled their request for service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced a posterior capsule tear (pc tear). The handpiece did not seem to perform the active sentry function and the anterior chamber became unstable and caused a pc tear. The intraocular lens was implanted outside the bag. The case was completed. The system and handpiece are scheduled for service. Additional information is not expected as the initial reporter is unwilling to provide further information.